Event description:
It was reported that during a percutaneous intervention treatment procedure a balloon rupture occurred. The lesion was considered to be a tight "napkin ring lesion" in an unknown vessel. The mustang 8.0 x 40, 75cm balloon was inflated past the rated burst pressure and burst. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).